Manufacturer narrative:
The insulin pump was received with no motor error alarm and passed the motor test. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement tests. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer's father reported via phone call that the insulin pump alarmed motor error and had a damaged battery cap. The caller stated that the customer experienced high blood glucose levels. The caller stated that the school nurse had to jam the battery cap in, which resulted in it cracking. He stated that since they received a new battery cap, the insulin pump stopped working twice and had alarmed two motor errors. The caller stated that the motor error occurred just after a bolus delivery. The customer's most recent blood glucose was 406 mg/dl. The caller did not observe any significant events leading to the alarms. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.